Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer stated that there was an "electrical short". The customer indicated that the device would randomly turn off by itself. They confirmed that there is an issue with the ac input module being loose. The customer indicated that when she moves the power cord around the ac power led will go out. The unit will engage in monitoring activities. A patient was being monitored at the time the unit powered off. She stated that there was no audible alarm or error message. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the customer complaint could not be confirmed. Although the device had intermittent ac power, it was always able to switch to battery power and then the low battery alarm would annunciate. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.